Event description:
High thresholds and both intermittent and loss of capture have been noted since (B)(6) 2011. On (B)(6) 2012, this lead was successfully explanted and replaced. Should add'l info become available, this event will be updated.